Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the right coronary artery (rca) distal to a previously bsc stent implanted on an unk date. The physician attempted to place a 3.0 x 8 mm taxus liberte' drug eluting stent at the target lesion however, the stent got caught on the existing stent. The physician then attempted to remove the stent delivery system (sds), however, the sds came out without the stent on the balloon. The physician used a 2.5 x 9 mm maverick balloon to deploy the 3.0 x 8 mm taxus liberte' stent at the location it dislodged, proximal to the existing stent. The target lesion was then treated by balloon angioplasty with a 2.5 x 8 mm quantum maverick balloon. No further interventions were performed and the procedure was ended. No further complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.